Event description:
Customer called and asked if asp could do some testing to help them resolve an issue of pts diagnosed with colitis after procedures with devices disinfected with cidex plus solution. Although arrangements were made for return of solution, follow up with the customer revealed that no solution would be returned, the customer reported they had discovered the reason for the colitis and would not discuss the issue further.